Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under all button contacts. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and contrast keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the keypad button issue, evaluation revealed a cracked battery compartment and a faded display, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. (B)(6).